Event description:
Catheter placed in right subclavian in 2004. Pt had flag ida and all went through without any problems. Fourteen days later pt came to casualty with temp 39.7, line was patent but very inflamed around site. Admitted to haematology day unit and line flushed with IV maxalon and soon after pt had severe rigor, temp 40 and catheter line was inflamed and sore & tender to touch. Discussed with consultants, line removed, tip sent for culture and sensitivity.